Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu not producing output, was confirmed when the unit was evaluated by technical service. The mpu ac/dc power supply unit was damaged and replaced. Further evaluation of the power supply unit found a blown/damaged fuse. The failure corresponds to the mpu being damaged due to electrical line surges and changes to the mpu's ac input. The patient reported that the mpu failed during an electrical (lightning/thunder) storm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient woke up to a no external power alarm while there was thunder and lightning outside. When connected to power, the mobile power unit (mpu) did not light up or alarm. The mpu did not appear to power on. The patient was provided with a new mpu. There was no reported impact to the patient. The patient was asymptomatic and not injured. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.